Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a complete lead was returned in one piece. Visual inspection found clavicle crush damaging the inner/outer insulation and fracturing/separating all five filars of the outer coil at the middle region of the lead consistent with clavicle crush forces. All other damage is consistent with procedural damage.